Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 48 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt has had a type ii endoleak since the time of implantation of the stent graft. The aneurysm at the time of the implant was 6 cm and is currently 7.2 cm. The vessels at the time of this event are noted to have moderate tortuosity and no calcification. There are suture fractures in the contralateral iliac limb resulting in the separation of the stent ring from the fabric. The type ii endoleak is still present. The physician believed that there was a possible type iii endoleak where the sutures have come out and the physician elected to place a talent 18x18x11.5 stent graft. No add'l clinical sequelae were reported and the pt is fine. Films were received and their interpretation has been completed by a consultant physician and his impression was the following: there were 38 still image photos and 4 runs for review. There is evidence of what appears to be suture pops along the contralateral limb (left). On the available cines for review there does appear to be a type iii endoleak with antegrade filling of the lumbar vessel on the left side there are no images of the talent stent graft being implanted or arteriograms post implantation of the talent.

Manufacturer narrative:
Other (secondary intervention) - evaluation results, conclusions: (endoleak), (type ii endoleak), (stent graft infolding).